Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the polarx balloon catheter was visually inspected, no visible blood was observed inside the balloon region. The device was then leak tested and passed all inner and outer balloon leak tests. The catheter was pressurized and submerged in a water bath to locate a leak. No leak paths were found. The balloons were dissected revealing dried blood inside the inner balloon. The guidewire lumen was further inspected under x-ray to observe the guidewire lumen braid. The braid termination was measured and found to be slightly out of specification. It is believed that this out of spec braid termination is the cause for the true blood detection error and it could not be reproduced as dried blood sealed the leak path. The reported allegation of a blood detection error was confirmed.

Event description:
It was reported that during procedure a polarx fit balloon catheter was selected for use. However, a blood detection error (1-00004000-2) was displayed, the catheter and cable were replaced and the system restarted, but the issue persisted, and the procedure could not be continued. Therefore, the physician replaced the catheter and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during procedure a polarx fit balloon catheter was selected for use. However, a blood detection error (1-00004000-2) was displayed, the catheter and cable were replaced and the system restarted, but the issue persisted, and the procedure could not be continued. Therefore, the physician replaced the catheter and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.